Event description:
Nellcor puritan bennett rec'd a call on 01/05/99. Source called to report the following problem: customer states vent would "cycle out of control" when not connected to pt, no alarms.